Event description:
Event details:yes, hello! My name is (B)(6). I live in (B)(6). One report on a test that I believe is inaccurate. There's something wrong with it. The gtin number is (B)(4) and the lot number is 231co20106. The expiration date, which is actually printed on the box, is 2024-05-01. What happened was I did not get this through the government. What happened was these crooks sent this in the mail and billed my medicare, and I called medicare. I said, I'm getting these test kits. I didn't order, and they're billing you. And they said, don't worry, you can keep it and everything. And I looked up this number. It was legit. I think the expiration was pushed over to april of next year or something like that, so I had occasion to test myself and the first line. The control line looked darker than usual. I said, oh, you know. But there was a second line that appeared very, very faint. I actually had to use a flashlight to make sure, and of course I panicked. I did not go down to my friendly, urgent care clinic, because I didn't think it was fair if I had covid to expose other people. So I quarantined myself for 6 days, and I tried again. Well, the first time I did it twice I used 2 tests, one after the other, to see if one of them maybe was wrong, or I was reading it wrong, and came out the same way as oh, no, okay. 6 days later I did a third test with these kits and the same thing happened again. And I said, that's funny. I have no fever. No sore throat. But I did have sinus and allergy problems and stinging in my sinuses, but I get that anyway. I get it from hay fever, but still covid being covid and asymptomatic, I have all my vaccines and all that jazz right. I went to the urgent care clinic. And I was negative. The same day I took that test after 6 days. I said that that doesn't feel right to me. The rapid one they did. 15 min was negative, and the pcr. One came back the evening of the next day, and that was negative. So I said, well, let me report this to you with the lot batch number because it is legit. According to me. I looked this up, and everything. I think it really is a legit package, even though people were crooks. So I'm reporting it to you. If you have any questions. My number's (B)(6). That's my landline. All right. Thank you very much. Bye, bye. "

Manufacturer narrative:
Customer had disposed of the test and could not provide images. Initial report suggested there were no medical intervention or treatment provided. Lot number: 231co20106 has been identified by ihealth labs, inc., not a counterfeit product. Test to the production batch of product retention samples, test of lot: 231co20106 was pass. We will contact the user and hope to obtain the remaining reagent kits in their hands for further inspection and verification. There was no indication that the tests were tampered with. These test kits were sent to the customer unrequested through a medicare scam (the customer reported to medicare and was told that she could keep the test kits). No replacement test kits were requested or sent.